Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of intraocular lens, one third of the lens was ruptured and haptic was bent. This was noted when checking the patient the day after implantation. This was affecting the visual quality of the patient. The lens was planned for explant. The patient was treated with antibiotic and steroid drops.

Event description:
Additional information was received stating the lens was explanted and the patient was well with good visual quality.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).